Event description:
A 90 yrs old female was treated with an ace captured hip screw for an intertrochanteric fracture of the femur. Two months post-operative an x-ray showed the lag screw was extending forward with femoral head/pelvis. Dr pulled back one or two threads of the lag screw by reversing the screw once in march and once in april to avoid penetration into the far cortex.